Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) output connectors were damaged. It was also indicated that the display wires were pinched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular connector required assessment/repair. The epg was returned for service. There was no patient involvement.